Event description:
Patient responds to auditory stimulus with difficulty. Testing showed an increase in impedance on al channels .the active electrode apears to have been damaged. The number of suitable for stimulation channels has dropped way below a figure the could be considered as functional.